Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: d4: product lot updated. D10: product received. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. H6: updated device analysis codes. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, upon trying to remove the cannulated connecting screw from a proximal femoral nailing system (tfna) with the ball hex screwdriver, the screw became cross-threaded in the nail or the insertion handle. The screw was removed eventually with some difficulty. There was a surgical delay of five (5) minutes. The procedure was successfully completed. There was no patient consequence. Concomitant device reported: unknown tfna nail (part # unknown, lot # unknown, quantity 1), unknown insertion handle (part # unknown, lot # unknown, quantity 1), unknown hex screwdriver (part # unknown, lot # unknown, quantity 1). This complaint involves one (1) device. This report is for one (1) cannulated connecting screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Flow: damage. Visual inspection: the cannulated connecting screw (part # 03.037.010, lot # 9872035, mfg # may 27, 2016) was received at us cq with no visible damage to the threads. This is not consistent with the reported complaint condition. Therefore, the complaint is not confirmed. Dimensional inspection: dimensional analysis was completed, the outer diameter of the threaded portion of the device, measured 10.90 mm (caliper ca818). This is within specification of 10.82 to 11.00 mm. Document/specification review: the following drawing(s) was reviewed; connecting screw with self retaining tfna. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot. Part number: 03.037.010. Lot number: 9872035. Manufacturing site: hägendorf. Release to warehouse date: may 27, 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.